Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge fse replaced the main board, monitor module, and power supply and noted that after the power supply was replaced the iabp unit resumed normal function. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a service/test performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) would intermittently display an error message code #55 then shutdown while in diagnostic support. The iabp unit was intermittently able to be turned on and would generate electrical test fails code #120, 39. Subsequently, the iabp was able to be turned on and did not generate any failure messages . However during an autofill, the monitor display disappeared and the iabp unit generated a continuous loud noise. There was no patient involved; thus, no adverse event reported.